Event description:
It was reported that when performing MRI set up, device interrogation was performed in the hospital, and high out-of-range pacing impedance was noted on the left ventricular (lv) lead. A possible fracture or filler degradation around the conductor was discussed. Programming change was made. The lv lead will be monitored. There were no adverse health consequences, the patient was stable.